Event description:
Sorin group received a report that while delivering cardioplegia during a procedure, the pump stopped due to a high pressure. The volume tally reset but the total cardioplegia infusion volume was correct. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the modification to the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that while delivering cardioplegia during a procedure, the pump stopped due to a high pressure. The volume tally reset but the total cardioplegia infusion volume was correct. There was no report of pt injury. The investigation is on-going. A follow up report will be sent when the investigation is complete.